Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent was damaged with the stent struts stretched and distorted. The stent was also split in two for a distance along its length. The stent delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03344 and 2134265-2015-03395. It was reported that stent explantation occurred. The 80-90% stenosed, diffuse lesions were located in the tortuous and non-calcified proximal, mid and distal right coronary artery (rca). The distal rca lesion was treated with placement of a 2.75x28mm promus element ¿ stent. The mid rca lesion was treated with placement of 3.0x28mm promus element ¿ stent. Lastly, the proximal rca lesion was treated with placement of a 4.00x28mm promus element ¿ stent. Following stent implantation to the three target lesions, the physician noted plaque migration to the distal rca. Subsequently, a 3.50x16mm promus element ¿ stent was advanced to treat the plaque migration in the distal rca; however, the 3.50x16mm promus element ¿ stent failed to cross the lesion after two attempts. The physician decided to remove the 3.50x16mm promus element ¿ stent. Upon withdrawal, the 3.50x16mm promus element ¿ stent was dislodged and hooked into the implanted 4.00x28mm promus element ¿ stent in the proximal rca. The physician then used a snare to remove both the 3.50x16mm promus element ¿ stent and the 4.00x28mm promus element ¿ stent. The procedure was completed by implanting another 3.50x16mm promus element ¿ stent to treat the distal rca and another 4.00x28mm promus element ¿ stent to treat the proximal rca. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-03344 and 2134265-2015-03395. It was reported that stent explantation occurred. The 80-90% stenosed, diffuse lesions were located in the tortuous and non-calcified proximal, mid and distal right coronary artery (rca). The distal rca lesion was treated with placement of a 2.75x28mm promus element ¿ stent. The mid rca lesion was treated with placement of 3.0x28mm promus element¿ stent. Lastly, the proximal rca lesion was treated with placement of a 4.00x28mm promus element¿ stent. Following stent implantation to the three target lesions, the physician noted plaque migration to the distal rca. Subsequently, a 3.50x16mm promus element¿ stent was advanced to treat the plaque migration in the distal rca; however, the 3.50x16mm promus element¿ stent failed to cross the lesion after two attempts. The physician decided to remove the 3.50x16mm promus element¿ stent. Upon withdrawal, the 3.50x16mm promus element¿ stent was dislodged and hooked into the implanted 4.00x28mm promus element¿ stent in the proximal rca. The physician then used a snare to remove both the 3.50x16mm promus element¿ stent and the 4.00x28mm promus element¿ stent. The procedure was completed by implanting another 3.50x16mm promus element¿ stent to treat the distal rca and another 4.00x28mm promus element¿ stent to treat the proximal rca. No patient complications were reported and the patient¿s status was stable.